Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the newly placed right ventricular (rv) lead exhibited high, out of range pacing impedance and loss of capture. The rv lead was not implanted and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis didn¿t find any anomalies.